Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy and periordic lymph node dissection. It was reported a fellow inserted the non-bladed trocar in the primary port with a scope and the external left ileac vein was perforated. There was no insufflation used. The case was converted to open and two vascular surgeons repaired the vein. The perforation was exasperated to include the hypogastric vein. At the time of the call, the case was ongoing, the surgeon was in the process of containing the bleed and waiting for the patient to stabilize. The patient is receiving the fourth unit of packed red blood cells. 11/20/1998 the rep reports the case continues and the patient has now been given 24 units of packed red blood cells. No arteries have been determined to be involved.